Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed post paced t wave oversensing. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
Follow up needed to report patient in study.